Manufacturer narrative:
Integra has completed their internal investigation on 04 may 2016. The product was not returned for evaluation. A review of the device history records was not performed due to lack of lot number and serial number. A review of the database provided not trend for this failure mode. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened.

Event description:
A bolt from an ip2p kit containing (B)(4) and the ip2 introducer was not secure after the doctor had created the burr hole. It was reported that the licox introduced kit was not secure and then during threading the bolt into the patient's skull. It is unknown if there was any patient injury or delay in surgery due to product problem. Additional information was received on 21 apr 2016 - the incident occurred in early (B)(6) and the bolt was not replaced. There was no harm to the patient and no complications related to the loose bolt and there was no delay in surgery due to the product problem. The product will not be returned. Additional information was received on 23 apr 2016. The licox bolt was placed in an (B)(6) male patient on (B)(6) 2016. The medical reason was mva and gcs 3. On (B)(6) 2016, the patient turned and coughed and the bolt "fell" out (around 12:30-1:00pm). The site started to bleed and pressure was applied. The site was irrigated and sutured. A second bolt was not inserted. One of the neurointensivists, who had learned of this incident, had reported to the integra territory manager that the patient did not experience any harm.